Event description:
A beckman coulter inc. Representative reported that erroneous low total protein (tp) results were generated from an olympus au400 clinical chemistry analyzer at a customer site. Eighty six patients results were affected across five days this report represents the erroneous tp results generated on (B)(6) 2011. The initial erroneous results were reported outside the laboratory however there were no reports of death, serious injury or modification to patient treatment associated with this event. Repeat results were higher. Total protein quality control recovery was within specification during the timeframe of the event, however was regarded as low. No patient specific information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer was using new assayed controls and they did not have their tighter lab ranges entered in the olympus au400 clinical chemistry analyzer. Hence even though quality control (qc) results recovered within two standard deviations of mean, if the new tighter qc ranges had been applied, the qc would have recovered out of range. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that there was a problem with the assay/instrument calibration performed on (B)(6) 2011. The calibrator got an absorbance reading of 0.5900 instead of the typical reading of around 0.48. This led to a lower calibration factor being used to generate all total protein results until time of recalibration on (B)(6) 2011. The reason as to why this occurred is unknown. Associated mdrs: 2050012-2012-00389, 2050012-2012-00490, 2050012-2012-00491, 2050012-2012-00492, 2050012-2012-00493.